Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had stored episodes of atrial oversensing consistent with electromagnetic interference (emi). Oversensing of far field r-wave (ffrw) was also seen on the atrial channel in the stored episodes. The device remains in use. No patient complications have been reported as a result of this event.